Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the left eye of the surgeon side console (ssc) viewer became a black screen during a procedure, without displaying arm status information. The issue did not occur during preparation, as images were previously visible. A hard cycle of the system was performed, after which a "no signal" message appeared; however, the same issue subsequently recurred. The customer continued the procedure using only the right eye. A hard cycle of the ssc did not resolve the problem, and no improvement was noted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was performed by the surgeon and was benign total hysterectomy. The procedure was performed at approximately 10:00 a.m. The procedure was completed without the left eye on the surgeon side console (ssc). Patient demographics were not disclosed due to confidentiality.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that could be related to the reported event. When installed into a golden system, the unit initially displayed a ¿no signal¿ blue box, then transitioned to a solid black screen, successfully replicating the reported event. Based on these findings, the failure analysis team determined that the failure of the high resolution stereo viewer (hrsv) monitor is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.